Event description:
The customer reported they are unable to do op check, due to system lock up/no response from charge button. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.